Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed one day after implant. The lead was explanted and replaced. The patient condition was good after the event.